Event description:
It was reported that the patient presented with bacteremia of unknown origin. The system was explanted. The patient was stable. Related manufacturer reference number: 2017865-2022-38487.

Manufacturer narrative:
A device history record (DHR) review as performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and visual inspection was normal. The cause of infection could not be traced to the device.